Manufacturer narrative:
The t:slim pump user guide indicates that after 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer reloaded the cartridge and completed the load process successfully. The customer then reported receiving an inaccurate fill estimate, but had not delivered 10 units of insulin. There was no impact to the customer's blood glucose level.